Event description:
As reported by the user facility: "the family initiated the easypump infusion and the patient stopped breathing and face color changed to blue/purple. They stopped the pump and the patient quickly recovered. The family called their pediatrician, and the pediatrician assumed the patient had choked on something or was vomiting. The family did not want to restart the infusion, so they called ems. Ems came and restarted the easypump and completed the infusion with no issue. When it came time for the next infusion, the parents again did not want to start for fear of the event occurring again, so they took the patient to the emergency room. I'm unclear if the ER started an easypump that we prefilled and sent to the patient or if they used one of their own, but the next dose was initiated in the ER. It was the ER doctor that mentioned air embolism to the parents." "The patient had been in the hospital and on this medication, ceftriaxone, for a few days and had been receiving it at home via easypump for a few doses before this event occurred. The initial easypump infusion was given by our visiting nurse who educated the parents on how to initiate the remaining infusions. This event was not the first time the parents initiated an easypump infusion on the patient. The ceftriaxone was ordered every 12 hours." The patient's mother was called on the phone today. The conversation is below: "my daughter was diagnosed with mastoiditis and in the hospital for 9 days. While she was there, she was receiving ceftriaxone to treat the infection. The last few days that she was in the hospital, the staff was teaching us how to clean, flush, and infuse her antibiotics as they knew we would be discharged to home and we would need to continue the antibiotics at home. Everything was going fine at home until the morning of her 5th home dose of the ceftriaxone. She was sitting up in her highchair coloring. She had not eaten yet that day. We did everything as normal, cleaned her PICC line with alcohol, flushed with saline, connected the easypump and began the infusion, and within 7-10 seconds, my daughter said that her stomach hurt, and she started to look like she was going to vomit. She was gagging and gasping for air. Her skin turned blue and purple all over her body. With in 1 minute, she was back to normal. While the event occurred, we disconnected the easypump and called ems. While we were waiting for ems to arrive, I called our pediatrician. They told us to reconnect the easypump but do not restart the infusion until ems arrived in case it was a reaction. When ems arrived, they assessed my daughter, and everything was normal. They then finished the infusion with no issues. They left and we did not have my daughter transferred to the ER. After this, we spoke the infections disease and they advised us to bring her to the ER for her next dose of the ceftriaxone just incase it was a reaction to the medication. So, we brought her to the ER with the easypump that we had at home. They drew lab work and did an EKG, and everything was normal. They assessed the easypump before connecting and noted that there was a small amount of air between the end of the tubing and the filter. They taught us to prime that air out of the tubing before starting the infusion. They gave the next infusion with no issues and diagnosed my daughter as having an air embolism. Then we were sent home. The easypump was stored in the refrigerator at our home. I would remove them about 8 hours prior to starting the infusion to warm. The PICC line was heparin locked, meaning that at the end of the infusion, we would flush with saline, and then flush with heparin to help prevent clotting. We always removed any excess air from the syringes before flushing." As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2023-00140, had already been previously submitted timely on 12apr2023. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.